Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported for the last 6-8 months, the ins battery has depleted more quickly resulting in her having to charge more often. The patient said the ins used to last 3-4 days between recharges, but now she had to recharge everyday, sometimes for 2-3 hours. The patient noted that her ins moves around in the pocket which started a couple of months prior to the report. The patient mentioned that she increased her settings and a rep changed the settings a couple of years prior to the report. The device was currently set to group c and she knew that her settings were up pretty high. It was also mentioned the pain was never completely taken away and she wanted to keep the settings at a high level to help her. The patient was going to follow up with her hcp after the covid lockdown in her nursing home was lifted.